Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mid left anterior descending artery. The lesion was pre-dilated with a 2.5 x 12 mm trek balloon, reducing the stenosis to less than 40%. The 2.5 x 18 mm implant was advanced to the lesion without resistance and pressurized to 6 atmospheres, but the balloon did not inflate at all. The device was removed from the patient without resistance and a new 2.5 x 18 mm implant was used to successfully treat the lesion with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.